Manufacturer narrative:
The customer¿s report that the set separated just below the upper fitment was confirmed. Visual inspection showed that the silicone segment was completely separated from the upper fitment. The expected o-ring near the upper fitment was not received. Further inspection of the separated silicone segment end noted o-ring indentations on the silicone segment indicating the ring had been present at some time. No crush marks were observed on the upper or lower fitment. Functional testing was unable to be performed due to the obvious damage. Dimensional testing was performed on the upper fitment and silicone. The measurements were within specification. The root cause of the tubing separation is customer misuse consisting of the pumping segment being flicked and tugged when removing air in the line.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that tpn was infusing when the pump was paused due to air in the line. The nurse attempted "flicking and tugging on the tube" and it separated just below the upper fitment. There was no patient harm.